Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection revealed that the power extension cable was frayed with exposed wires. It was also observed that the power supply clip was properly attached to the power cord and power supply. During the initial investigation boot-up the unit was unable to power on due to frayed and exposed wires on power extension cable. The backplate of the device and power extension cable were removed, the power supply was connected directly to the device and the device was able to power on and send reading successfully. The source of the reported event was due to frayed and exposed wires on the power extension cable.

Event description:
The patient reported exposed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.